Event description:
It was reported by the customer that pyxis ciisafe system had login issues. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that system was experiencing login issues. A technical support specialist established a connection to ciisafe. The es user integration was active. The specialist requested the user to log in to ciisafe. The system functioned as intended after the technical support specialist troubleshooted the device.